Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # 183442 lot # unknown, catalog # 183008 lot # unknown, catalog # vanguard patellas unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034 - 2018 - 06789, 0001825034 - 2018 - 06787, 0001825034 - 2018 - 06791. Not returned.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Approximately 8 months later, patient underwent a two stage revision due to infection